Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure using prostyle devices. Reportedly, despite successfully flushing prior to use, no blood flow from the marker lumen occurred when the device was positioned in the anatomy. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to a 16f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned prostyle device and the reported obstruction of flow was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot of specific issue. The investigation determined that the reported obstruction of flow and unexpected medical intervention appears to be related to operation context. It is likely that under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle contributed to the reported no blood flow coming from the marker lumen. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.